Event description:
Confirmed right ventricular lead dislodgment causing two inappropriate shocks. Patient is admitted to the hospital at this time awaiting lead revision. (B)(6) 2013 - the lead was repositioned last thursday ((B)(6) 2013) and they were able to use the existing lead. The patient was initially in afib. The distal end of his ICD lead, upon fleuro, was located in the patient's atrium. The device counted the afib and delivered two 40 joule shocks which converted the patient to normal sinus rhythm.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.